Manufacturer narrative:
According to the customer, a blister was found on patient due to the "medgel ECG lead". It was reported that the "leads changed less than 24 hours prior to the development of the blister". Due the reported event, the patient required a wound care consult and a dressing was placed. The customer reported the patient's discharge was "delayed" due to the reported incident. The reported blister was noted to be fluid filled and quarter size with redness. The customer reported the patient required follow up dressing changes to the area which were instructed to be done by that patients family. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blister requiring wound care.